Manufacturer narrative:
During inspection and testing, the image disappearing during angulation was found to be due to disconnection/short circuit of the image sensor cable. In addition, service found the video connector case was cracked, and the adhesive on the bending section cover was chipped. The customer's reported issue (noisy image during angulation) was also confirmed and found to be due to the disconnection/short circuit of the image sensor cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a noisy image during angulation, but would return to normal. There was no patient or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. Upon inspection and testing of the customer returned device, service found that the image would disappear during angulation, but the image would return. This report is being submitted for the malfunction found during evaluation (temporary image loss). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 10-mar-2022. Updated fields: device manufacture date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the reported image failure. A review of the device history record found no deviations that could have caused or contributed to this problem. However, it is probable that the issue occurred because of a system failure, a defect with the image sensor unit, or a failure of the internal board of the video connector. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.